Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited endocarditis with vegetation and infection. A revision was performed and the pacemaker along with the right atrial (ra) lead were explanted. In addition, physician experienced removal difficulty on this lead. This rv lead was left to be removed during patient's scheduled valve surgery. The right ventricular (rv) lead was surgically abandoned. The patient was scheduled for valve surgery, and at the same time, the rv lead will be explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.